Event description:
Caller reported that the tandem mobi pump battery was not charging despite using all recommended accessories, including the charging pad and wall adapter, in alignment with instructions. There was no reported impact to the customer¿s blood glucose level. Technical support decided to send a replacement charging pad, cable, and wall adapter via two-day shipping and planned to follow up. Meanwhile, the customer was advised to use a backup pump if the battery depleted before receiving the replacements.